Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. Six days after the successful completion of a pfa ablation procedure the patient passed away due to a traumatic brain injury suffered as the result of a fall. The cause of the fall has not been reported and thus a complication of the procedure cannot be ruled out. No further information has yet been provided regarding the cause. The catheter is not expected to be returned as it would have been disposed after the procedure was completed.